Manufacturer narrative:
On 17-nov-2021, mentor received additional information regarding the explantation date and suspected medical device. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear measuring 0.3 cm within a crease/fold on the posterior view. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, it was found that additional information regarding the suspected medical device, the implantation date, and the patient¿s symptoms were omitted from the previous reports. Manufacturer's reference number: (B)(4) initially, the suspected medical device was reported as a 175cc mentor smooth round moderate profile prosthesis (catalog #: 3501620, serial #: (B)(6). However, additional information revealed that the actual suspected medical device was a 175cc mentor smooth round moderate profile prosthesis (catalog #: 3501620, lot #: 6807325). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date was initially estimated as (B)(6) 2005. However, based on available information, the implantation date was estimated as (B)(6) 2014. A healthcare professional stated that the patient experienced right-sided deflation after mammogram was performed. The relevant fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 175cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. The implantation date was estimated as (B)(6) 2005 based on available information.